Event description:
When turning the stimulation on, the patient felt a "small shock", a larger shock was felt when moving her left arm. The patient also had "muscle spasms" in her neck that started after having the stimulator implanted. The patient was at home. Her status was reported to be "good". Follow-up with the patient's physician was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).